Manufacturer narrative:
An investigation was carried out into this complaint. Following the information gathered it appears most likely that the incident occurred during the patient's transfer from the wheelchair to the bed. It was indicated that the patient bumped the door which was indicate to have caused the sling leg clip detachment. When reviewing similar reportable events, we have found a number of cases with similar general fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. An on site inspection found the sling involved to be fitted with "grey" clips and it was noticed that one of the clip has one of its inserts missing. Production of slings with grey clips has stopped some time ago (between 2005 2006). Following the lift instruction for use (IFU) for these items the sling should be discarded after two years lifetime, or before that, when damaged. The sling involved therefore was significantly past its lifetime. This has not impacted on the performance of the sling when using according to the IFU but this is an indication that the sling should have been withdrawn from use and replaced, and also indicates that the IFU was not being followed. According to the above the sling and the lift which work together as a system were found to have not been to specification when the event took a place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a (different) use error; a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on our product knowledge and many simulations performed, we can establish that the scenario described within the complaint record appears to be highly unlikely. For a start, when the patient is positioned facing the caregiver the leg or foot of the person being transferred cannot reach the door frame. The maxi twin instruction for use (IFU) supplied with the lift contains crucial information: "transfer of a resident should always be done with the chassis legs parallel (closed). Maneuverability will be easier, especially through doorways. The resident should be positioned facing the caregiver." Even when the labeling is not followed and the patient is positioned perpendicularly to the caregiver during transfer through doorways with the clips in place it appears to be highly unlikely that the clip will become detach from the spreader bar of the lift. The patient's legs or feet could in that position perhaps reach the door frame but an additional force/movement is required to push the leg/thigh high enough to reach the leg clip, which would need to meet the leg in such a way it becomes pushed off. This does not appear to be a likely occurrence. From previously performed simulations we have found that when a person in the sling is prone to making specific movements (e.g. Spastic movement) it appears to be highly unlikely that this specific movement cause a clip to come undone. That alone will push off the clip but the moment the spasm subsides or the weight is put on the clip again in another fashion, the clip will be pulled down and the pin will move upward again, from the wider aperture into the narrow slot, to become correctly attached again. From our simulations we also know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. Based on the event description, it appears more likely that the leg clip detached from the spreader bar in the middle of transfer from the wheelchair to the bed from seated to horizontal position. This means that (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). From previous simulations, we have been able to establish that the most likely way to detach a clip from that situation, is that the caregiver used the sling or the person in the sling to move and turn the spreader bar into position in this case to the most comfortable position for transfer (to horizontal position). In doing so, when pulling or pushing hard enough the clip of the sling can be jolted loose from the spreader bar. Based on simulations conducted, we know that a person can be transferred in horizontal position with one of the leg clips not in place. Therefore, the clip could detached and the patient could remain in the sling. Going forward, when the patient bumped the door the patient's weight could shifts towards the missing clip strap causing the patient's fall. The maxi twin IFU includes the following warnings: "to avoid entrapment, make sure to keep the residents hair, arms and feet close to the body and use designated grab supports during any movement." "To avoid the resident falling, ensure that sling clips or loops are securely attached before as well as during the lifting initiation." "Raise the resident by operating the hand control and move the lift away from the chair. Carefully lift the positioning handle until the resident is reclined in the sling with head support". From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: it was indicated that during the patient's transfer from a wheelchair to a bed the patient bumped on the door and this caused detachment of the sling clip. As a consequence the patient fell on the floor. No injuries were sustained by the patient.